Event description:
During a pfa procedure, communication issues resulted in the procedure being cancelled. The volt catheter was removed from the patient post-pvi. Post map was performed with the advisor hd grid mapping catheter which showed the left vein was not isolated. The volt catheter was reintroduced into the left atrium and a couple of lesions were performed in the left superior pulmonary vein (lspv). The volt catheter was then placed into the left inferior pulmonary vein (lipv) where only splines 4 or 5 showed contact. All other spline lines were not moving. An attempt was made to rebaseline the catheter, but it failed. Only splines 4 and 5 showed movement while all other were gold. The right leg electrode was changed out but the same issue occurred. The current generator was rebooted but the issue persisted. It is uncertain if the lipv was isolated as therapy was unable to be delivered. The physician ended the case with problem unresolved and no harm to patient.